Manufacturer narrative:
H.6. Investigation summary: the DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 18k2081 until lot release. Customer return sample and photograph not available for investigation. The team checked the retention samples for perforation testing, and cutter visual detection, and found that it was within specification for the required seal width greater than 3mm. Conclusion(s): the teams predicts that the probable root cause is the cutter movement is controlled by the belts. This belt regulates the movement of the cutters. Due to continuous movement the belts can sometimes become loose and this may effect the functionality of the cutters. The team has a corrective action plan as such: the operator needs to increase the frequency of checking the functionality of cutter to be included in the a challenge test during shift start. Ipqc to include the product quality of cutter in secondary packaging. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a syringe 3ml ls emerald had sterile breach. The following was reported, "the sterile packaging tears during its opening, causing issues when the syringe must remain sterile. Danger for the sterility: occurrence: about one out of 2 openings during the unpacking of the syringe, the packaging tears up! It is therefore impossible to take out the syringe in a sterile way sterility not guaranteed- risk of contamination."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 3ml ls emerald had sterile breach. The following was reported, "the sterile packaging tears during its opening, causing issues when the syringe must remain sterile. Danger for the sterility. Occurrence: about one out of 2 openings during the unpacking of the syringe, the packaging tears up! It is therefore impossible to take out the syringe in a sterile way sterility not guaranteed- risk of contamination."